Manufacturer narrative:
Lot number unavailable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was physical damage to the power module patient cable. There were areas with plastic missing and wire exposed. Technical services reviewed the log files and observed low supply voltages when connected to the patient cable. The file also captured 2 no external power events which appeared to be related to the poor condition of the patient cable. There was no evidence of any driveline issue. The cable was reportedly discarded, therefore batch/lot number unavailable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged power module patient cable, was confirmed based on the submitted log file and photo of the damaged cable. A review of the submitted log file showed the operating voltages from the power module to the controller were low ¿ less than 14 vdc. Nominal voltages during power module operation are greater than 14 vdc. The rsoc voltages corresponding to the operating voltages were low also. These low rsoc and operating voltages while on the power module are indicative of a faulty damaged patient cable. The customer submitted a photo of the damaged patient cable. The black power lead outer jacket was broken in multiple locations exposing internal wires. The customer reported that they replaced the patient¿s damaged patient cable. The damaged patient cable was discarded. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook. Inspection of power module patient cables for any signs of damage is documented in the heartmate power module instructions for use (IFU). The IFU also specifies that the patient cable should be replaced annually as part of service maintenance. No further information was provided. The manufacturer is closing the file on this event.